Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. System error 322 was reproduced during evaluation. Measurement of the spacing between the upper latch and upper latch switch was found to be out of specification. This is a contributing factor to system error 322. The spacing between the upper latch and upper latch switch was adjusted.

Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.